Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the hospital with symptoms of congestive heart failure. A device interrogation revealed increasing impedance and threshold measurements with no ventricular arrhythmias. The impedances had gradually increased to 1482 ohms. It was noted that the patient had developed a wider qrs complex since the initial implant; therefore, the physician recommended an upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.